Event description:
Clinical narrative: a 44-year-old male with acute myocardial infarction and cardiogenic shock, classified as scai shock stage d, was supported with an impella 5.5 device inserted via left axillary/subclavian surgical arterial access. During support, the ccu team noted concern for potential thrombus within the impella cannula based on observed changes in motor current and waveform; however, there was no clinical concern for hemolysis. The patient was concurrently managed on anticoagulation, with neurology clearance despite a subarachnoid hemorrhage and intact neurological status. The device remained in place at the time of initial concern, and a plan was discussed to place a new impella if needed. Notably, the pump had previously been removed and reinserted in the operating room on (B)(6) 2026. The pump was ultimately explanted four days later, and the patient survived. There is no evidence to attribute the reported event or clinical concerns to a confirmed device malfunction or failure, and patient condition and concurrent clinical complexities, including anticoagulation management and underlying disease state, remain contributing factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.